Event description:
Instrument arm was on tissue clamped and stopped working. Key had to be used to unclamp instrument. Arm 2 stopped working after instrument replaced. Different arm used. No patient harm reported. Health code: 4582. Device code: 4019, 2588. Reference report: mw5176043.